Event description:
A pump issue was reported, involving a cartridge change error that prevented the user from successfully loading the cartridge onto the pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.